Event description:
The device was returned to the manufacturer after being explanted with no information. The device subsequently tested out of specification. Follow up revealed that the patient's device was exposed and explanted. It was also reported that after implant, the patient developed an upper respiratory viral illness. During the time of intense coughing, the device pocket became "itchy". The tissue overlying the device appeared "translucent" and the patient noticed that the device had "broken through the skin". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the ribbon cable was broken.